Manufacturer narrative:
The device serial number was documented as (B)(4). Upon further investigation it was found that this number represents the lot number for the device. UDI - (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the trigger was sticking, and the oscillation frequency varied. It was further observed that the trigger's center sleeve and the pin were damaged, the electronic control unit (ecu) was damaged, damaged hole, the motor was making an unusual sound and strong vibration, the bearings were worn - rough rotation (guide sleeve), and the plain bearing had come apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the trigger of the battery oscillator device was sticking and the oscillation frequency of the device varied. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.